Manufacturer narrative:
A sample product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are not other complaints in the lot. Additional information was requested. (B)(4).

Event description:
A doctor reported that approximately one week after an intraocular lens was implanted, the lens fell into the eye. The patient was hospitalized when the lens was removed and a vitrectomy was performed two and a half months later. The patient was given intravenous steroid medications and was left aphakic. The doctor explained that zonluar rupture had taken place during the initial cataract extraction. Additional information was requested.